Manufacturer narrative:
The torrent irrigation system (tubing and accessories to accommodate various endoscopes and irrigation pumps) is intended to provide irrigation, via irrigation fluids such as sterile water, during gastrointestinal endoscopic procedures when used in conjunction with an irrigation pump or electrosurgical unit. The user reported water sprayed from the side of the torrent irrigation scope connector. The user was still able to irrigate and continued to use the device for the remainder of the procedure. The procedure was completed with approximately a 5 to 10 minute delay and no harm to the patient or user. After completing the procedure, the user discovered that the processor light source had experienced water damage and was no longer functional for future cases. The scope connector associated with the water spray was discarded and the lot number is unknown. Information found in the instructions for use includes: - attach the torrent irrigation scope connector to the auxiliary water port by screwing it onto the port. When attaching the scope connector to the port, take care to ensure that the scope connector is aligned to the port and avoid excessive tightening. Misalignment or excessive tightening of the scope connector could lead to the possibility of leakage. This report will be updated if further information becomes available.

Event description:
The torrent irrigation system (tubing and accessories to accommodate various endoscopes and irrigation pumps) is intended to provide irrigation, via irrigation fluids such as sterile water, during gastrointestinal endoscopic procedures when used in conjunction with an irrigation pump or electrosurgical unit. The user reported water sprayed from the side of the torrent irrigation scope connector. The user was still able to irrigate and continued to use the device for the remainder of the procedure. The procedure was completed with approximately a 5 to 10 minute delay and no harm to the patient or user. After completing the procedure, the user discovered that the processor light source had experienced water damage and was no longer functional for future cases. The scope connector associated with the water spray was discarded and the lot number is unknown.